Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment shows the device has human matter. The depth limiter was cut to surgeon¿s desired length. The device is bent. T1 and t2 were not returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. The instructions for use under warnings states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during a meniscus procedure, the fast-fix second anchor did not come out of the device. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.